Event description:
It was reported that the patient with this neurostimulator was experiencing urinary incontinence. It was confirmed that a red light was due to high impedance. The device was reprogrammed around the high impedance so it could still be used. The patient needed an urgent MRI and realized when they went in for their appointment that they had an impedance issue with the device. The physician decided to replace the full system. Both the implant battery and tined lead were removed and replaced. The new system impedances were good, the patient and physician were happy. There were no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006, block d10: concomitant product: model number/catalog number: 1201, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Correction: h6 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance issues, and urinary incontinence were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing urinary incontinence. It was confirmed that a red light was due to high impedance. The device was reprogrammed around the high impedance so it could still be used. The patient needed an urgent MRI and realized when they went in for their appointment that they had an impedance issue with the device. The physician decided to replace the full system. Both the implant battery and tined lead were removed and replaced. The new system impedances were good, the patient and physician were happy. There were no patient complications reported.